Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 26 mg/dl. Caller stated that paramedics responded and then transported her to the hospital. Blood glucose level at that time was 30 mg/dl. Customer had been off of the insulin pump for less than 48 hours at the time of the incident. The customer also reported having recent blood glucose levels of 421 and over 600 mg/dl. Customer treated with manual injections. During troubleshooting, the insulin pump did not pass the displacement test. . The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime, possible over delivery anomaly and excessive no delivery tests due to compromised force sensor system alarm. The insulin pump passed operating current, unexpected restart error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.